Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Recently received samples are still in process to be evaluated. Once the investigation is completed, a supplemental report will be filed.

Event description:
Customer states after centrifugation gel separates from the walls of the tube. Account uses drucker 642e w/swing out rotor (standard quest issue). Customer provides photo and explains: nno issue with the draw. Appearance after centrifugation showed separation was just fine. When tubes were handed to be bagged, the gel separated from the walls of the tube. Appearance of tubes in photo is after a 2nd spin down. Rather than risking a bad sample with a 3rd spin it was opted to call the patient back for a redraw. The same lot number was used all day long without incident.

Manufacturer narrative:
Received 5pcs 455071p/b210933h and 13pcs 455071p/b211033a for evaluation. Received customer picture.a check of quality and production records revealed no deviations in relation to the reported errors. Customer samples were evaluated in a blood draw. All samples showed clear separation with the gel barriers remaining intact. Therefore, the complaint is closed as not duplicated.